Event description:
Revision surgery reportedly performed to replace an acetabular bearing insert due to osteolysis and eccentric wear. The acetabular shell and femoral bearing head were replaced well.